Event description:
It was reported that prior to use with bd vacutainer® k2e 10.8mg plus blood collection tubes the cap was discovered to be damaged. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the cap was found to be damaged before usage.

Manufacturer narrative:
Investigation summary: bd did receive 5 photographs from the customer in support of this complaint. An evaluation of the photographs attached shows a damaged hemoguard shield. Additionally, 100 retained samples from the bd inventory were taken and visually inspected, and no damaged caps were found. Bd was able to confirm the customer¿s indicated failure mode based on the photographs, however retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text .

Event description:
It was reported that prior to use with bd vacutainer® k2e 10.8mg plus blood collection tubes the cap was discovered to be damaged. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the cap was found to be damaged before usage.

Manufacturer narrative:
H6: investigation summary: bd did receive a sample and 5 photographs from the customer in support of this complaint. An evaluation of the sample and photographs attached shows a damaged hemoguard shield. Additionally, 100 retained samples from the bd inventory were taken and visually inspected, and no damaged caps were found. Bd was able to confirm the customer¿s indicated failure mode based on the photographs attached, however retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.